Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the act button was stickier and harder to press on the insulin pump. Customer's blood glucose level was unknown. Customer reported that insulin pump was cracked on upper right hand by the battery window spreading to the middle of the insulin pump. Customer declined to report to 24 hours technical support team. Customer stated another crack was near the reservoir compartment. Insulin pump will not be returned for analysis.